Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
During a laparoscopic cholecystectomy procedure, the clips popped out when closing the lever. There was no pt consequence.

Manufacturer narrative:
H4, h6: information anticipated, but unavailable at this time.